Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The lag screw was inserted using a back up screw/helical blade inserter. The coupling screw was also tested with the back up screw/helical blade inserter with the lag screw and was working as normal.

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgery, upon opening the proximal femoral nailing system (tfna) fenestrated screw the scrub was unable to easily connect the unknown lag screw to the screw inserter and the unknown coupling screw. There was a five minutes (5) minutes surgical delay. The procedure was successfully completed. There was no patient consequence reported. This complaint involves three (3) devices. This report is for (1) screw inserter this report is 1 of 3 for (B)(4).